Event description:
It was reported that during a regular fitting session it was seen that four electrode channels changed their status to 'hi'. Now 8 electrode channels have status 'hi'.

Manufacturer narrative:
The device has been explanted. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.